Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The patient's physician placed a call to boston scientific technical services (ts) to discuss options, and stated that the patient had sudden brady response (sbr) programmed on at nominal settings, and would like to make it more aggressive. The physician will make the sbr more aggressive and monitor the patient for now. No additional adverse patient effects were reported.